Manufacturer narrative:
The device was returned to the service center for evaluation. The user¿s complaint was not duplicated. An 8-hour burn-in test was performed and the unit passed all functional tests. All video output signals and images tested normal. The unit was equipped with update software version 4.10. The main power switch was noted to be the old version. The screw holder on bottom chassis of the housing was damaged. The cause of the reported event could not be determined.

Event description:
The service center was informed that during an unspecified procedure, the user reported a red hue was observed on the device image. It is unknown if the intended procedure was completed. There was no patient injury reported.